Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the device dislocated and the patient was in malocclusion. A revision surgery was performed to remove the condyle.

Manufacturer narrative:
Additional information: d4, d6b, h4, h6. The reported dislocation was confirmed based on CT imaging that was shown to a stryker representative. However, this scan was not provided to stryker for further analysis. Only CT images after implant removal and the placement of a spacer were provided. The implant was explanted following a history of chronic infection and dislocation. The surgeon had previously repositioned the implants and later ordered a modified revision implant to address dislocation, but due to limited imaging and information, the root cause remains undetermined, though no manufacturing issues were identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the device dislocated and the patient was in malocclusion. A revision surgery was performed to remove the condyle.